Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2020. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch:14817291. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15112551.

Event description:
It was reported that the patient experienced pain. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.